Event description:
The affiliate reported that the microsensor stopped working after few hours and a message of "check connection" appeared on screen. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Adhesive tape attached to catheter body. Multiple kinks and bends along catheter body. Catheter material stretched 6cm from connector. Internal wires broken inside catheter at connector. No testing was possible. Mfg. Date: 6/3/11. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.